Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically into the left axillary/subclavian artery in a 69-year-old male patient presenting in acute decompensated cardiomyopathy, in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The patient brought to the operating room (or) to place an impella 5.5. Using left axillary access, the physician was unable to cross the aortic valve. During the procedure, the patient went into cardiac arrest and subsequently expired. The impella is conservatively being reported for death; however, could not have contributed to the patient's death as the device could not cross the aortic valve, and was most likely due to the clinical presentation of a critically ill patient, dependent on vasopressor support, in acute decompensated cardiomyopathy, complicated by stage e shock.

Manufacturer narrative:
Additional information has been provided in d3. Patient-device interaction (cardiac arrest): the root cause of the injury was not determined due to insufficient clinical details. Failure to advance: the root cause of the failure to advance was not determined due to insufficient clinical details.